Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, an outside law firm reported that a patient experienced postoperative loosening. Patient underwent a revision surgery. Additional information was not provided.